Event description:
Information received notes that after the device was implanted, it appeared to be in back-up mode. A software download was unsuccessful. Therefore, a new device was placed. There were no consequences to the patient.